Manufacturer narrative:
During the analysis of the lead, it was noted that the insulation was frayed. These damages can, with high probability, be regarded as the cause for the clinical complaint. The observed damage manifestation requires strong stress on the lead during a longer period of time. The position and characteristic of the damage lead to the assumption of significant mechanical stress on the lead. It cannot be ruled out that narrow bending radii of the lead body as well as strong pressure and friction of the lead at the ICD housing have contributed to this damage manifestation. X-ray images or diagnostic images of any other kind, which could provide information on the spatial relationships of the implanted system in the body, were not available for analysis. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 65 months, incorrect sensing was observed. Lead fracture was suspected. No deterioration of the pt's state of health was reported. The lead was explanted.

Manufacturer narrative:
Ous MDR.